Event description:
The iab leaked. Blood was noted back into the system 90. The iab was not returned to co for evaluation. The iab was discarded by the facility. (Event complications: unknown - reported 4/25/97. ( pt's current status: unk - rpt'd 4/25/97.)